Manufacturer narrative:
Follow-up information was received on 21-jul-2015. It was reported that the patient had a hysterectomy but they did not have any other information. Company causality comment: this spontaneous and medically confirmed case report refers to a (B)(6) female patient, who had essure (fallopian tube occlusion insert) inserted and experienced pain. This event, seen as pelvic pain, was previously considered as non-serious. Upon receipt of follow up information, it was upgraded to serious due to planned required intervention. The event is listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur with essure. In this case, the patient had pain and later it was informed that this pain never resolved. Patient underwent a hysterectomy. Considering available information and event's nature, causality with essure use cannot be excluded. Initially this case was regarded as non-incident. After the receipt of the information concerning the required intervention performed, it was upgraded to incident. The performed product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit as based on this report. Despite follow-up attempts no further information was obtained.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a medical doctor in united states on (B)(6) 2015 which refers to a (B)(6) patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015 with lot number c22919 for contraception. In an unspecified date the patient experienced pain. Follow-up received on (B)(6) 2015: product technical complaint investigation and final assessment were received: this adverse event report is related to a product technical complaint and was initiated due to a request for confirmation of quality. The bayer reference number for the ptc report is (B)(4) and the local number is (B)(4). Final assessment: lot number: c22919; production date: 13-feb-2014; expiration date: 28-feb-2017. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event is a known possible undesirable events and not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No batch signal could be identified. The batch documentation of the reported batch was reviewed. No complaint sample was provided for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit as based on this report. Follow-up information received from physician on (B)(6) 2015 patient was placed essure in few months back and she was having problems. She was scheduled for hysterectomy on (B)(6) 2015. Her pain never really resolved. Case upgraded to incident. Follow-up from (B)(6) 2015: follow-up attempts were done, with no response to date. Ptc investigation result was updated without major changes on (B)(6) 2015. Company causality comment: this spontaneous and medically confirmed case report refers to a (B)(6) patient, who had essure (fallopian tube occlusion insert) inserted and experienced pain. This event, seen as pelvic pain, was previously considered as non-serious. Upon receipt of follow up information, it was upgraded to serious due to planned required intervention. The event is listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur with essure. In this case, the patient had pain and later it was informed that this pain never resolved and hysterectomy was scheduled to the following day of this report. Considering available information and event's nature, causality with essure use cannot be excluded. Initially this case was regarded as non-incident. After the receipt of the information concerning the required intervention, it was upgraded to incident. The performed product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit as based on this report. Despite follow-up attempts no further information was obtained.